Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and replaced the vent engine to resolve the reported issue.

Event description:
The hospital reported that, upon bootup of the device, the unit alarmed to switch to manual mode of ventilation. There was no report of patient injury.